Event description:
It was reported by the company representative that while weighing the patient, one of the four sections of the sling dropped. Caregiver caught patient (light weight) in order to avoid a fall. No injury reported.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation. Ref # (B)(4).